Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that subdrawers failed and required maintenance. A field service engineer detached the flex cables from the subdrawers and conducted individual tests on each subdrawer; however, these efforts were unsuccessful. Subsequently, the engineer replaced the drawer controller board and reconfigured the system in an attempt to resolve the issue. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis anesthesia es system station mini tray failed to open. A customer has indicated that there is a delay in administering medication to patients due to a malfunction. There were no adverse events or injuries reported based on this event.